Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak occurred and blood backed into the cardiosave intra-aortic balloon pump (iabp). It was also noted that the iabp had generated a low augmentation alarm. A new iab was inserted to continue therapy for three days. There was no patient harm or adverse event reported. This report is for the iab used in this event. A separate report has been submitted for the cardiosave iabp under mfg report number: 2249723-2023-03275.

Manufacturer narrative:
Updated field(s): sex. Date of birth: age at time of event/ age units (patient). Weight./ weight (units). Describe event or problem. Other relevant history. Brand name: serial# / lot#./ catalog# / unique identifier (UDI)#/ manufacture date/ exp. Date. Device available for eval? PMA/510(k)#. The device will not be returned and cannot be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID#: (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak occurred and blood backed into the cardiosave intra-aortic balloon pump (iabp). There was no patient harm or adverse event reported. This report is for the iab used in this event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-03275.